Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information were issued to the customer, but no further details were provided. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017 during hospitalization from the initial implant, it was observed that the patient showed right side weakness. A CT scan performed showed a left perirolandic middle cerebral artery clot. No bleeding was noted. At the time, the patient''s inr was 2.9. The patient was placed in an acute rehabilitation from (B)(6) 2017 to (B)(6) 2017. No further information was provided.